Manufacturer narrative:
Device evaluation balloon returned in its post inflated state with lots of biologics visible inside the balloon profile. Device was connected to a 20ml water filled syringe and flushed with no issues. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out of the gw port of the luer with no issues. An attempt was made to inflate the balloon, but a pinhole leak was noted immediately at approx. 0.6cm distal from the proximal marker band. Both marker bands are visible and intact with no damage noted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device was removed safely from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a nanocross pta balloon with a spider fx embolic protection device, non-medtronic 6fr sheath and non-medtronic inflation device during treatment of an 80mm plaque lesion in the patient¿s proximal, mid, and distal tibial/popliteal trunk. Moderate vessel calcification and tortuosity are reported. Artery diameter reported as 3-4mm. Lesion exhibited 70% stenosis. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped with no issues identified. The device was not passed through a previously deployed stent. No resistance was noted during advancement. A burst/leak is reported during initial balloon inflation. It is reported the balloon did not inflate at all when pressure was applied. A leak is suspected given the balloon did not inflate at all, but location of leak is unknown. A replacement device was used to complete the procedure. No patient injury reported.